Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient (pt) called to report that one full charged of their controller battery was not enough to fully charge their implantable neurostimulator (ins). Patient stated the issue started a month ago. Patient stated they will normally charge their implant when the ins goes down 30% and it will accumulate a charged up to 70% or 80% for one full charge of the controller battery. The patient also reported that it previously took one hour to fully charge their implant, but it now takes 3 to 3.5 hours. Patient mentioned the recharger heated up when they were charging ins. Troubleshooting was unable to be performed as patient did not have the recharger with them during the call. Agent reviewed with the patient based on the information patient provided the recharger might be at fault. Agent advised the patient to call back once they had the equipment with them. Patient called back and stating the recharger heating up while charging the ins and it took them 3 to 3.5 hours to charge from 30% to full. Agent sent a request to repair for recharger replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Complaint unverified - found no issues with finding or charging ins. Passed final functional test. No anomalies were visually observed, high reading 100 low reading 100 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.